Event description:
A kidney needle biopsy was received in a container mislabeled from MFR. Was labeled for immunofluorescence and should have contained zeus fixative, but actually contained 10% neutral buffered formalin rendering the sample unusable. Lab was unable to perform the requested test. Fortunately there were kidney glomeruli in the formalin fixed tissue, otherwise, a recollect would be necessary, requiring pt to undergo another procedure. We contacted the MFR who was unwilling to issue a product recall. We received another sample the very next day with the same lot number ps18-16425 ((B)(6) male) that rendered another sample unusable. Again, MFR was notified, but still unwilling to issue a recall.(B)(4). Lot number 2218010518. Dates of use: (B)(6) 2018. Diagnosis or reason for use: evaluation of kidney biopsy. Renal kit.